Event description:
On (B)(4) 2012, a neurotherm employee received a call from the facility reporting a pt burn. The facility was doing a cervical and had the grounding pad placed on thigh. This was the first time the grounding pad had been used. Facility said pt not hairy or boney. Pt was sedated. Facility did not recall anything out of the ordinary during the procedure. The impedance during the procedure was requested, but not available at this time. Neurotherm sales rep talked through the IFU with the facility.